Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18170. The pt had 2 leads (from the same lot number) implanted as part of her scs system. The pt reported she experienced uncomfortable numbness on the side of her head as well as trouble sleeping after her scs system was implanted. The pt stated her scs system was explanted, however, she did not recall the date the explant took place. The pt stated the symptoms did not improve after the system was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.